Event description:
According to the reporter, customer reported a retained bravo capsule. The capsule was placed into patient and was discovered few weeks later that it was still attached. The physician endoscopically removed the capsule with a snare and the removal procedure was slightly difficult. There was a small amount of tissue removed with the capsule. There was no repeat bravo procedure performed. There was nothing unusual about the patient or the procedure that may have lead to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be possible esophagitis. The site has been performing the bravo procedure for 5 years. The vacuum pressures when testing pre-procedure and during the placement was 550 mmhg. The delivery system and the capsule will not be returned to given. The patient felt slight discomfort while capsule was attached.